Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On january 19, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the below examples. A. (B)(6) 2024 4 pm , sg -15,3 mmol/l and bg - 7,8 mmol/l. B. (B)(6) 2024 7 am, sg - 19,9 mmol/l and bg - 9,0 mmol/l. A review of the glucose data on the data management system (dms) suggested a deviation in the system performance and hence a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The initial investigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial analysis, the sensor performance had deviate from normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for the return and replacement of sensor. Investigation of the returned sensor revealed a loss of chemical performance due to accelerated oxidation of hydrogel, which is a chemical component of the sensor. Hydrogel oxidation can result in inaccurate sensor readings. As part of resolution, the customer was given a new sensor. No further investigation was found necessary for this complaint. B4. Date of this report updated to 17 april 2024. D9. Is this device available for evaluation? Yes, 19 february 2024. G3. Date received by manufacturer updated to 17 april 2024. H3. Device evaulated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.